Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. See updates to d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction(s) was/were identified during the device evaluation: no image. Based on the results of the investigation, the reported b30-communication error was due to fluid in the scope connector. The root cause of this could not be specified, however, it is likely attributed to component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had a b30 communication error. The issue occurred during a therapeutic zephyr valve insertion. There were no reports of patient harm. There was a delay of 10 minutes to replace the device with no patient impact.